Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple of the same altitude alarms occurred. Reportedly, the pump was not outside the labeled altitude operating range.the specific value is unknown but bg remained between 54-500mg/dl. The previous day the same altitude alarm occurred. The customer was able to resume insulin with original cartridge.